Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the emitter has been having intermittent issues and showed a red x on the emitter in the navigation screen. The emitter was replaced and the red x went away. The system then passed the system checkout and was found to be fully functional. The field generator was returned to the manufacturer for analysis. Analysis found that all ports were tracking normally when the field generator was tested for a period of time. The field generator was connected to a known good system for a period if 22 hours and the unit remained tracking as intended, no issues were detected. Analysis found there was no problem detected with the field generator. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device used outside a procedure. It was reported that the emitter was having troubles tracking. The eminterface was checked and everything was ok. An instrument was plugged into port 1 and in the port 1 status page in the eminterface tool, the third coil would not indicate position changes like coils 1 and 2 would. The medtronic representative stated that he moved the tracker all over the volume and the third coil showed 0, 0, 0, 0, 0, 0 coordinates the whole time. There was no patient present when the issue occurred.